Event description:
The issue occurred during procedure, and the therapeutic procedure (laparoscopic surgery) was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also refer to b5 updates for customer follow up response regarding the event reported. The device was returned to olympus for evaluation and the customer's allegation was not reproduced. A functional inspections, safety tests, and visual check performed on the condition of each part and no issues were found. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. If anything other than an error message is displayed, turn the power off and then on again. If functionality is not restored after restarting, contact olympus. The definitive root cause of the reported phenomenon cannot be identified as no issues were identified. The reported phenomenon cause could not be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on updated legal manufacturer's final investigation results. The customer's allegation was not confirmed. The device evaluation found corrosion on the video connector and electrical contacts, corrosion of the focus ring, and corrosion on the scope mount. The device did not meet product specifications. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred at the beginning of procedure, and the therapeutic procedure (laparoscopic surgery) was completed with the same device.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head image was distorted, and error message occurred. There were no reports of patient harm.